Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure the device seized up during morcellating. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The information contained in this file has been determined to be a duplicate of the event reported in medwatch 2210968-2013-10007. Therefore, this medwatch 2210968-2013-06437 will be voided. All information regarding this event will reside in medwatch 2210968-2013-10007.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was received in a condition which does not meet specification. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00753. The same patient is represented in each medwatch.